Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 6 pro. Upon opening the sterile package, it was found that the material was defective. It was broken in the package the broken pieces were loose in the packaging. The vasoview was not consumed on the patient. Since the patient was already on the table, different material was used.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
N/a.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13 & 22) : the device was returned to the factory for evaluation on 02/16/2022. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device handle was observed to be in two pieces. An investigation was conducted on 03/02/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device handle was observed to be in two pieces. The base of the cannula was observed to be detached from the device. No other visual defects were observed. Based on the returned condition of the device, and the evaluation results, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.